Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not recognize a battery) was confirmed. Upon evaluation, the charger/modem was resetting. The cause of the resets and inability to recognize a battery pack is corrupted data on the flash memory. The root cause of the corrupted data cannot be positively identified. No adverse event resulted from the defective charger/modem. The patient was issued a replacement charger/modem.

Event description:
A (B)(6) female patient contacted zoll customer support to report that her charger/ modem would not recognize charger/modem.